Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on 01-dec-2023, the patient experienced that infusion set fell off during use. The infusion set was used for 2 hours to 1 day. The blood glucose level of the patient was 80 - 180 mg/dl. The patient replaced the infusion set and insulin was resumed successfully. No further information was available.

Manufacturer narrative:
Initial and final MDR 1883724-MDR -device 4 of 5.